Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the case, a piece of the seal from one of the 5mm cannulas came off. It did not fall into pt's cavity. The dr. Noticed air leakage sound before any pieces could have fallen off. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt info available. No pt injury was reported.